Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.

Event description:
Caller states patient tested 5.0 inr on the coaguchek s system while a comparison lab returned as 3.0 inr. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect system however patient no longer has the test strips; replacement was sent.